Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that in-stent restenosis occurred. In (B)(6) 2014, the patient presented due to unstable angina with objective evidence of silent ischemia and was referred for coronary angiography which revealed the target lesion located in the proximal left anterior descending (lad) artery with 85% stenosis, and was 22 mm long, with a reference vessel diameter of 3.0 mm. The lesion was treated with predilatation and placement of a 3.00 x 28 mm study stent. Following post-dilatation, residual stenosis was 0%. Two days post index procedure, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2015, the patient was referred for coronary angiography which revealed 80% stenosis in the mid lad which was treated with percutaneous coronary intervention (pci). Following intervention residual stenosis was 0%. On the same day, the event was considered as recovered/resolved.